Event description:
The customer reported subtraction failed to operate. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The hard drive and the cine drive were formatted during the service call. The sys was tested and found to be working as intended and put back into svc.